Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which prevented the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.